Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing as well as high pacing thresholds. No adverse patient effects were reported. This lead remains in service.